Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not turning on. Patient involvement unknown.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.(B)(6) additional information: a1, b5 and h6 - health effects codes

Event description:
Additional information was received: there were no incident reports with this unit. "The issue happens before cases".

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Manufacturer narrative:
For all enquires or follow up questions related to the record, do not use (B)(6) located in sections d3 and g1, please direct those to the following: (B)(6). H6 - health effects codes - updated. One device was returned for investigation. Visual inspection confirmed that the front panel slightly bent, CPAP knob is damaged, and patient outlet label is damaged, likely caused by an impact. Complaint was confirmed since device did not power on. Electrical chassis is not working as intended. Replaced electrical chassis and performed functional test. Performed preventive maintenance, replaced sintered filter, o-rings, recalibrated unit, cleaned and affixed new service label. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.